Event description:
Four attempts were made to intubate patient with a double lumen endobronchial tube in preparation for a thoracoscopy. On 3 out of 4 attempts to intubate, the tube cuff ruptured when inflated. The patient was succcessfully intubated with a 37fr endobronchial tube. No patient harm or change in therapy reported.